Event description:
Cold/hot pack was heated by a nurse and placed on the arm of a patient under anesthesia. The heated pack was on the arm for an unknown period of time. The burn was noticed after surgery and was diagnosed as 2nd degree burn, progressing to 3rd degree. Patient required reconstructive surgery.